Event description:
It was reported by service report that the lift here labels are illegible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - lift here label.